Event description:
Customer reported receiving a glucose result of 199 mg/dl on their freestyle blood glucose monitor. The customer reported feeling drowsy, sweaty and unresponsive. They then reported to have experienced a seizure and a loss of consciousness. Paramedics were called, and a glucose result of less than 20mg/dl was obtained on an unk brand of glucose monitor. An intravenous treatment of glucose was administered in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned a freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. The freestyle blood glucose result as reported by the customer was identified in the meter internal log.